Manufacturer narrative:
(B)(4). H3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp fractured. When desired poly trial thickness was reached, the blue gh poly trial was removed from the joint and a chip of blue plastic came off the bottom of the tasp. It came off the medial side of the trial on the underneath side. We proceeded as normal. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, g3, h2, h3, h6. H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. The reported event was confirmed via product review. Visual examination of the returned product identified signs of repeated use, nicked and gouged, and was fractured off on the medial side feature. Not all pieces were returned; photographs aided in examination. Review of the device history records identified no deviations or anomalies during manufacturing. Fractured tasps have been analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload, however, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.